Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 20-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was on the pyxis vlan and not working when turningit on or rebooting of shutting it down. A technical support specialist (tss) accessed cr-dial, but the station kept losing connection and attempted to ping the station from the server, but it timed out. The tss reviewed the station's data sync logs, which indicated that it couldn't connect to the server due to a connection refusal by the host. The station remains inaccessible via remote smart service (rss), with a persistent timeout issue. The customer called in to report that hospital information technology team (hit) resolved the issue and granted permission to close the case. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, station was on the pyxis vlan but when turning the system off and on and reboot it did not work. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.